Event description:
It was reported that a 2 hour infusion bag (100ml bag of potassium chloride 20 meq) infused in 1 hour instead of 2 hours. The infusion was set up as a primary and the pump was programmed as a basic infusion at 50ml/hr. The tubing was not saved. No harm was experienced however the pt needed vital signs monitored and an EKG performed. Customer stated that no further patient or event info is available.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs are data set have been received. A follow up report will be submitted once the investigation has been completed.